Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During t2gtn surgery, the radiolucent drill bit and the triflat drill bit broke. The fragment of the drills were removed from the patient. Other drill was used and finished the surgery. The radiolucent drill bit was discarded and won't be returned. There was 5 min delay due to this without any adverse consequences to the patient.

Manufacturer narrative:
The reported event that drill, tri-flat t2 femur ø4,2x340 mm was alleged of issue ¿drill breakage¿ could be confirmed, since the product was returned for evaluation and matches with the reported failure. A review of the device history records for the reported drill, tri-flat t2 femur ø4,2x340 mm revealed no discrepancies according to the labeling review, sufficient guidelines are provided in the instruction. The received drill shows traces of frequent and intense use. The flutes of the drill are completely broken off. The broken tip was also returned. The remaining cutting edges were worn / covered with dents. Appearance of the fractured/broken surface as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. During the investigation no material, design or manufacturing related issues were found. The device was documented as faultless prior to distribution. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During t2gtn surgery, the radiolucent drill bit and the triflat drill bit broke. The fragment of the drills were removed from the patient. Other drill was used and finished the surgery. The radiolucent drill bit was discarded and won't be returned. There was 5 min delay due to this without any adverse consequences to the patient.